Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. Visual inspection results based on picture: based on image provided, leakage cannot be confirmed, only noticeable a cracking on luer lock adapter female, this condition could cause leakage or another functional failure on the product. Therefore, failure mode can be confirmed. One (1) sample unit was received with its original package opened. Visual inspection: the sample was visually inspected at a distance of 12inches under normal lighting. Sample was visually inspected in following components: tube surface, luer lock adapter female, reflux connector w/ ports, assembly connector swivel, after visual inspection was performed to sample unit, no marks or stains were observed on tube surface, neither on reflux connector nor swivel connector, in the luer lock adapter female pis a visible cracking. Therefore, the condition reported could be caused by this condition and was confirmed. Functional test in sample provided: based on manufacturing procedure and the failure mode reported, we performed a leakage test on sample provided, after test was performed to the piece, samples did not successfully pass leakage test. Based on the sample provided, analysis conducted on physical evaluation, trend analysis for this failure mode in complaints, and root cause can be determined as supplier item fault. Action taken: a scar was submitted to supplier for the luer connector on (B)(6) 2020, in which supplier was notified about the issue reported for broken component, lot number reported showed that pieces were built on (B)(6) 2020, so based on manufacturing date, this action can be assigned to this complaint. Containment awareness notification for failure mode reported to production personnel was issued by the quality engineer. Additionally, all mitigations on placed were verified and it was executed accordingly.

Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported the level 1 hotline disposable was cracked. This product problem was observed during priming. There was no patient involvement.